Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Alarm 345 - 24v o2 voltage low in combination with alarm 316 - blower failure, no high temperature alarms on the logs and "voltage check blower remains 0" led to the conclusion that this is attributed to a defective powerboard. Even though alarm 318- inspiration valve failsafe failed is active the hardware revisions of all internal parts looks same before and after this alarm. The following parts were replaced: inspiration block, life block assembly, the o2 supply tube, o2 connector inlet filter, housing cover alarm. Complete calibration was performed and the power board was replaced.

Event description:
The customer reported blower failure issue on the bellavista 1000. At this time, it is unknown if there was any patient involvement associated with the reported issue.